Event description:
It was reported that the patient presented in clinic for implant procedure. It was found that the patient's novel atrial lead sustained insulation damage during procedure. An alternate lead was used to complete the procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received a complete lead was returned in one piece. Final analysis found the outer insulation was damaged at the proximal region. The cause of the reported event was due to procedural damage. No other anomalies were found.